Event description:
The following complaint was reported: sales representative stated "this incident happened in (B)(6) and I was just notified about it. The nurse thought the product was another vendors'. She reports the pilot line became unattached from the endotracheal tube while in patient. Patient had to be re-intubated.

Manufacturer narrative:
Based on the info provided, this event is deemed a reportable malfunction. No patient issues after re-intubation. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info become available, a f/u report will be submitted.